Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent right internal jugular semi-permanent catheter implantation for maintenance dialysis treatment more than a month ago. After nearly 2 months of use, the venous catheter connector began to ooze blood. The patient had infection and air ingress. Tego was not utilized. There was no luer adapter issue. The catheter was not removed. Flushing was done,and no abnormality was found. There was nothing unusual observed on the device prior to use. There were no other defects or damages found on the product. There were no other products utilized with the device. There were no excessive force used on the device. There were no cleaning agent used on the device. The remedial action performed was to replace the temporary tube joint as a temporary replacement. The patient had redness and swelling at the intubation site. The product was not replaced. There were no medical intervention or treatment required as a result of the event. Blood culture was not done. There was blood loss of 30 ml, and blood transfusion was not required. The patient did not require a hospital admission or prolonged hospitalization as a result of the event. The patient did not have embolism. The treatment was continued and completed in the dialysis room after the resolution was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d6b, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent right internal jugular semi-permanent catheter implantation for maintenance dialysis treatment more than a month ago. After nearly two months of use, the venous catheter connector began to ooze blood. The patient had infection and air ingress. There was no leak. Tego was not utilized. There was no luer adapter issue. The catheter was not removed. Flushing was done, and no abnormality was found. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. No other products were being utilized with the device. No excessive force use on the device. No cleaning agent was used on the device. The remedial action performed was to replace the temporary tube joint as a temporary replacement. The patient had redness and swelling at the intubation site. The product was not replaced. No medical intervention or treatment is required as a result of the event. Blood culture was not done. There was a blood loss of 30 ml., and blood transfusion was not required. The patient did not require a hospital admission or prolonged hospitalization as a result of the event. The patient didn't have air embolism.

Manufacturer narrative:
Additional information: a2 (age at event), a3 (sex), a4, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent right internal jugular semi-permanent catheter implantation for maintenance dialysis treatment more than a month ago. After nearly 2 months of use, the venous catheter connector began to ooze blood. The patient had infection and air ingress. There was no leak. Tego was not utilized. There was no luer adapter issue. The catheter was not removed. Flushing was done, and no abnormality was found. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. No other products were being utilized with the device. There was no excessive force used on the device. No cleaning agent was used on the device. The remedial action performed was to replace the temporary tube joint as a temporary replacement. The patient had redness and swelling at the intubation site. The product was not replaced. No medical intervention or treatment was required as a result of the event. Blood culture was not done. There was a blood loss of 30 ml, and blood transfusion was not required. The patient did not require a hospital admission or prolonged hospitalization as a result of the event. The patient did not have an embolism. The treatment was continued and completed in the dialysis room after the resolution was done.